Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. It was reported that the patient was having to charge twice a day and was told she would only have to charge once a day. The patient also reported not getting pain relief and still has pins and needles in legs. The patient has been changing groups and it has not helped. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the patient was having difficulty finding the right plan for them. They have back pain and have been charging their remote 2 times a day. They can't seem to find the right plan. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was to report a medical issue. Pt reported that for the last few months (year valid), they have been wobbly when they walk, so the pt doesn't feel like they can stand up straight and walk with being unbalanced. Pt inquired if there was an issue w/ the lead wires in their spine. Pt stated that they have already tried decreasing the stimulation and switched to the other groups (from a to b, and from b to c), but haven't been able to resolve the issue. Pt stated that the therapy feels like they are on "pins and needles" in their legs if the stimulation feels too high, so they know the stimulation is not too high. Pt stated that they notified their managing hcp and was referred to speak to a neurologist. Pt noted they will try turning the ins off for 1 week. The issue was not resolved. Pt will follow-up w/ the hcp if turning the ins off for 1 week doesn't resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding an implantable neurostimulator (ins). It was reported that the patient was noticing ¿pins and needles¿ feeling going down their leg when the intensity is at a certain level. The pins and needles are felt when they cough, sneeze or lay on their back in certain ways. The patient doesn¿t feel the uncomfortable stimulation unless they cough or sneeze. The patient met with a manufacturing representative (rep) for routine programming and the ins was programmed so the patient would not feel stimulation in their leg. The patient does not normally feel stimulation in their leg. The rep made the following changes. Group a) intensity changed from 3.7 to 4.5. Group b) intensity changed from 4.6 to 6.8. Group c) intensity changed from 6.3 to 5.2. The patient only uses group b and c as a results in pins and needles. The patient was using group b and decreased the intensity to 5.8 so they would not feel the uncomfortable stimulation. The patient was not getting as much pain relief in their back with that setting. The patient changed to group c and confirmed it was comfortable and forced a cough and did not receive uncomfortable sensations in their leg. The ins was noticed to be ¿going down real fast.¿ the patient would charge the ins twice a day. The patient confirms no falls or trauma. No further complications were reported/anticipated. The indication for use is non-malignant pain.